Event description:
Before surgery rptr had a disk problem. Now rptr still has a disk problem because her surgery didn't take. She had a lumbar laminectomy with fusion with 4 screws. Now the screws are holding the disk into lumbar nerves and sacral nerves. When rptr walks, she feels a rubbing and grinding feeling in her back. Also at times she feels like a knife is in her back twisting and the pain won't stop. Before surgery pain was different from now. The pain now is more painful. She sometimes loses the use of her leg. She falls down a lot. (*)